Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 4.00 x 32 synergy stent was advanced but failed to cross the lesion. However, during procedure the tip of the stent struts were slightly lifted. The procedure was completed with another 4.00 x 32 synergy stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 4.00 x 32 synergy stent was advanced but failed to cross the lesion. However, during procedure the tip of the stent struts were slightly lifted. The procedure was completed with another 4.00 x 32 synergy stent. No patient complications were reported. Synergy ous mr 4.00 x 32 mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found that proximal stent rows 12-13 were damaged with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.